Event description:
It was reported that during da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the clinical sales representative contacted intuitive technical support engineer (tse) to notify an issue with the scope. When the surgeon zoomed the scope, the scope turned 45 degrees. There were no faults or system messages. The staff power cycled the system. The csr was not onsite and was not sure if it resolved the issue. Tse reviewed the logs but due to the power cycle was unable to review the logs. The tse recommended canceling guided tool change and reseating the sterile adapter on universal surgical manipulator (usm) 3. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field engineer confirmed that the customer did not change scope at the time of the issue. However, the customer had no issues after replacing the scope in later procedures. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on tse notes and fse follow up, the system issue was due to a loosely connected, improperly seated, or disconnected endoscope. It can be resolved by power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.